Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely due to failure to follow the instructions. However, definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing the colonovideoscope exhibited foreign material from the jet tube. There was no patient involvement in this event.